Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the tube and reservoir were changed, but the alarm persists. Customer was asked to return the insulin pump for analysis. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.